Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a decanav and an ECG signal loss occurred. It was initially reported by the customer that ECG signals were lost and error code 19 "failure in piu ecg1 card bit" was displayed on the carto 3 system when the catheter was connected. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. On 7-feb-2025, additional information was received indicating signal loss was observed on all body surface (bs) + intracardiac (ic) channels while the catheter was in the patient¿s body. Signal loss occurrence on both the carto 3 system and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and electrical test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a decanav and an ECG signal loss occurred. It was initially reported by the customer that ECG signals were lost and error code 19 "failure in piu ecg1 card bit" was displayed on the carto 3 system when the catheter was connected. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The customer's reported ECG signal loss was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 7-feb-2025, additional information was received indicating signal loss was observed on all body surface (bs) + intracardiac (ic) channels while the catheter was in the patient¿s body. Signal loss occurrence on both the carto 3 system and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm. Based on this new information, the signal loss issue was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 3-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: as the lot number for the device involved in the event was unable to be confirmed as a valid lot #. As such, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).